Event description:
Patient admitted. Decision made to electively intubate patient to protect airway. Patient arrived with end-tidal co2 (etco2) cannula in place and connected to etco2 pod. Etco2 not consistently picking up. Patient intubated by nurse practitioner (np), unable to see etco2 on screen, waveform briefly appeared than disappeared, but + bilateral breath sounds, + mist in endotracheal tube (ett). New etco2 pod brought into room. Etco2 detected with new pod with initial etco2 32.